Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 2.75 x 38 mm xience prime referenced will be filed under a separate medwatch MFR number.

Event description:
It was reported the procedure was to treat a de novo lesion with heavy tortuosity and heavy calcification in the mid right coronary artery (rca). Pre-dilatation was performed with a 1.5 x 8 mm balloon to 14 atmosphere (atm). A 2.75 x 38 mm xience prime was advanced with resistance noted due to the anatomy and the the shaft separated in two pieces. The device was withdrawn from the patient anatomy. A 3.0 x 12 mm xience v was advanced, but the shaft separated also due to resistance with the anatomy. The procedure was completed with non-abbott devices. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis; however, the device was not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to calcification in the anatomy.